Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic pouch, the procedure was converted to open unrelated to device problem due to excessive adhesions, on the large bowel, there was poor staple formation, the staple line did not hold on the two reloads. There was bleeding and the hemoglobin dropped that required transfusions. The staple line was reinforced with sutures. Anticoagulation regime was performed with enoxaparin. The patient was hospitalized.